Event description:
Major pump unit(s) involved: blood pump; drive unit failure; device thrombosis. Additional text: rvad more than lvad; fibrin strands present in both vad but r> l; unable to fill rvad and some inability to empty rvad. Specific component(s) involved: other component malfunction, specify. Other component: unable to fill the rvad, pressure alarms and at times unable to empty device. Causative or contributing factor: no specific contributing cause identified. Intervention(s): other interventions, specify. Other intervention : switched to ddc. Implant device type: both (in the same or visit). Malfunction device type: both (in the same or visit).

Event description:
Major pump unit(s) involved: blood pump, drive unit failure, and device thrombosisspecific component(s) involved: other component malfunction, specify